Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.

Event description:
The end user developed redness beneath tape border approximately two years ago. He denied itching and/or drainage from the area; but stated the redness persists. He sought treatment from a physician and was issued a prescription for two antifungal powders (nystatin and nystop) and a corticosteroid (triamcinolone). No further patient complications were reported.